Manufacturer narrative:
During testing at power up, the device alarmed for 11/004 (less than 2.0 volts on lithium battery) service code alarm. The customer's reported invalid alarm callback was not duplicated during testing. The device has been identified as part of a product recall. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
The device was returned to the service center with a report from the customer contact of "invalid alarm callback". No additional information was provided. This does not indicate a reportable malfunction. However, during verification testing at the service center the device alarmed with a 11/004 (less than 2.0 volts on lithium battery) service alarm code upon start up.